Event description:
It was reported that an ilet user experienced high glucose with meal announcements not delivering insulin and multiple consecutive stalled motor alarms, after which insulin delivery was restored following a full supply change and site change with guidance. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education with remote support, device dry-run verification, and resumption of insulin delivery. Investigation included a review of device performance through guided troubleshooting and confirmation of dosing resumption in the system report. Investigation of this case revealed no visible infusion site issues, no leakage, and successful restoration of therapy after supply and site changes. It was concluded that the cause of hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.